Event description:
Boston scientific received information that during a normal device replacement procedure, the right atrial (ra) lead was unable to be removed from this device's header. The header was broken off of the case and the ra lead had to be cut. No adverse patient effects were reported as a result of this incident.

Manufacturer narrative:
The device and lead were then successfully replaced with competitor's products and the device will be returned for laboratory analysis. Once analysis is completed, this report will be updated.